Event description:
It was reported that during a pta treatment procedure, the ultra-soft sv 7.0 / 2.0/150 balloon became stuck with the v18 guidewire during delivery to the lesion. The lesion being treated was a calcified, 80% stenotic lesion in the righ common iliac artery. The ultra-soft sv balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as "good".